Event description:
It was reported that the patient experienced a loss of stimulation and therapeutic effect from their implantable neurostimulator (ins). Specifically, the patient had less than 50% therapy relief at the location of the leads. X-rays were then taken which showed the lead components had migrated down one vertebral body to t9. Additional diagnostics and troubleshooting that were reported involved impedance testing and reprogramming. A revision procedure was likely to be planned but coordination with the implanting surgeon was needed and no surgical date had been set at the time of report. The patient status at the time of report was noted as ¿alive ¿ no injury¿. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 977a260,# serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).